Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown . Device manufacture date: unknown. Medical device lot #: 21079207 . Medical device expiration date: 19-july-2024 . Device manufacture date: 14-july-2024. Medical device lot #: 21129197 . Medical device expiration date: 13-dec-2024 . Device manufacture date: 13-dec-2021.

Event description:
It was reported that at least 3 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: difficulty flushing extension set.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2022. H.6. Investigation: one sample (model #20059e, lot #21079207) was returned by the customer. It was reported that they have difficulty flushing the extension set. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated. (B)(4) samples (model #20059e, lot #21129197) were returned by the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of (B)(4) samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid path of one sample was not open and was unable to be flushed. The customer complaint can be verified in this sample. A device history record review for model 20059e lot number 21079207 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 21129197 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. CAPA# 1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21079207 regarding item #20059e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21129197 regarding item #20059e.

Event description:
It was reported that at least 3 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: difficulty flushing extension set.